Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester accidently cut the hp2 cord with scissors on the sterile field. These were a pair of stainless steel scissors that are in used in surgical procedures. A replacement cord was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for return of the device. A supplemental report will be submitted if the device is rec'd. A lot history record review could not be performed as the product lot number is unk. (B)(4).